Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 21. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.